Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was noted to have one jaws not working. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. On (B)(6) 2026, intuitive surgical (is) obtained the following additional information regarding this event: the issue occurred while cutting tissue.